Event description:
A hospital reported that the surgeon left viscoelastic pt's eye after a surgery. The viscoelastic caused an increased intraocular pressure (iop). No additional info has been received.

Manufacturer narrative:
The product was not returned to analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).